Event description:
It was reported that during a procedure the 9800 sys made a loud pop and then shut down. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure inspected and regreased high voltage candle sticks and performed a filament calibration. The sys was tested and found to be working as intended and placed back into service.